Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient representative has reported patient experiencing "increasing sharp pain in the throat, breast, stomach, lower arms, back and shoulder area, patient felt powerless and without energy, fatigue, nausea, dizziness and headaches, muscle cramps, tingling in the hands, severe hair and weight loss, sleep disorders, depression and anxiety, hypothyroidism, poor concentration and forgetfulness, severe body odor, excessive sweating, pain in the gums, candida infection, severe sensitivity to noise, feeling of tension in the chest, chest pain, pale skin and eye bags, swollen face, hands, legs, feet, extreme burning pain in the entire body, throbbing nerve pain in the body, food intolerance, skin rash, asthma, shortness of breath, feeling dizzy, sometimes with delusions, burning and tearing eyes, polyneuropathy, indigestion, herpes simplex virus, cyst on a kidney," not related to the device. Patient representative also reported patient experiencing swollen lymph nodes in the armpit area and lower jaw and swollen left breast. Patient was "diagnosed with suspected capsular contracture baker grade ii (side unknown) and MRI indication of fluid on the left device¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.9., g.1., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: lymphadenopathy-ndr: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device seroma-late: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Dizziness-ndr: unable to confirm as it is a medical event not related to the device. Headache: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Depression-ndr: unable to confirm as it is a medical event not related to the device. Skin rash/dermatitis-ndr: unable to confirm as it is a medical event not related to the device. Infection (late onset)-ndr: unable to confirm as it is a medical event not related to the device. Dyspnea-ndr: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. Nausea-ndr: unable to confirm as it is a medical event not related to the device. Cyst-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: deformation: observed in the device.

Event description:
Patient representative has reported patient experiencing "increasing sharp pain in the throat, breast, stomach, lower arms, back and shoulder area, patient felt powerless and without energy, fatigue, nausea, dizziness and headaches, muscle cramps, tingling in the hands, severe hair and weight loss, sleep disorders, depression and anxiety, hypothyroidism, poor concentration and forgetfulness, severe body odor, excessive sweating, pain in the gums, candida infection, severe sensitivity to noise, feeling of tension in the chest, chest pain, pale skin and eye bags, swollen face, hands, legs, feet, extreme burning pain in the entire body, throbbing nerve pain in the body, food intolerance, skin rash, asthma, shortness of breath, feeling dizzy, sometimes with delusions, burning and tearing eyes, polyneuropathy, indigestion, herpes simpex virus, cyst on a kidney," not related to the device. Patient representative also reported patient experiencing swollen lymph nodes in the armpit area and lower jaw and swollen left breast. Patient was "diagnosed with suspected capsular contracture baker grade ii (side unknown) and MRI indication of fluid on the left device¿. Device has been explanted.